Manufacturer narrative:
Additional information added to b5. Additional product added to d10. Lot number updated of product in d10. Continuation of d10: product ID: 9735821r, lot number: p910613; product ID: 9735821r, lot number: unknown h3, h6: the system was serviced in the field and optical communication failed. The camera was replaced. B01, c08, and d02 are applicable. H3, h6: product ID: 9735821r, lot number: p910613 was received by the manufacturer for analysis. The returned psu powers up without issue on the test bench. The psu had been previously returned for detected bumps in (B)(6) 2022 and (B)(6) 2023. Both times the detected bump was cleared after a positive accuracy test result (aak). There are no current adverse events recorded and the psu passed an accuracy test (aak) at .115 mm with a passing threshold of .25 mm. No problem found. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The camera the medtronic representative (rep) received did not power on when connected to the s ystem. The rep tried to connect the original camera again, and that turned on and showed the bump status again. When connecting the newer camera, it still wouldn't turn on.

Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: the positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to march 2018 and intermittent illuminator voltage low dating back to november 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak). Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted for the camera. There was no patient involvement. Troubleshooting was performed, the field representative (rep) went into the ndi and found bump detector battery, bump, and internal storage temperature all faulted.